Event description:
It was reported that upon receipt of the probe unit, an insulation scan test determined a breach in the installation work. Further, this event did not occur during a procedure and no pt involvement or delays were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.